Manufacturer narrative:
Product complaint # (B)(4). Batch # r5az03. Investigation summary: the analysis results found that a sr75 reload was received with the right gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that prior to a hartman procedure, a part of cartridge (winglike) at the distal end was already broken when scrub nurse opened the package. There were no adverse consequences for the patient.